Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the event. Instrument performance testing results were within specification. Minor adjustments were made to the sample probe and the liquid level detection (lld) voltage was checked. The calibration signals were slightly lower than expected. Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg + b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was >10,000 miu/ml with a data flag. The repeat from a 1:100 dilution performed by the instrument was 34.03 miu/ml with a data flag. The result of 34.03 miu/ml was reported outside of the laboratory. The sample was repeated twice with a 1:100 dilution performed by the instrument with results of 202,109 miu/ml with a data flag and 203,881 miu/ml with a data flag. The result of 202,109 miu/ml was believed to be correct. The hcg + b reagent lot number was 51653905 with an expiration date of 30-apr-2022.